Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a cholecystectomy at the 3rd time of clipping, the lever did not open and it could not release. Another device was used to complete the case. There was no adverse consequence to the pt.